Event description:
Device 1 of 6: reference MFR. Report: 1627487-2012-08235, reference MFR. Report: 1627487-2012-08236, reference MFR. Report: 1627487-2012-08237, reference MFR. Report: 1627487-2012-08238, reference MFR. Report: 1627487-2012-08240: it was reported the pt was implanted with an occipital (off-label) system. The physician noticed some pus on the back of the pt's neck and indicated possible infection. The pt was prescribed intravenous antibiotics. The pt was doing better after receiving antibiotic treatment. No further information is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.